Manufacturer narrative:
Correction: b3 - date of event is either (B)(6) 2021, confirmation has been requested; b5; d9 - product received on; d10; e1 - customer person: address line 2: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Partial separation above the purple hub was noted. The hub was not reported to be damaged. No ancillary devices were being used at the time of failure. The device was secured to the patient with a catheter securing device. The device was reported as being used "often". Patient activity level was described as bedridden.

Manufacturer narrative:
Investigation / evaluation: it was reported by hospices civils de lyon pharm, france that an extremely fragile female patient¿s catheter was leaking. She had been diagnosed with severe cardiopathy and was awaiting a heart transplant. The leaking occurred on two different dates for the same patient. The turbo-ject single lumen peripherally inserted central venous catheter set (rpn: upics-3.0-CT-nt-1110, lot number: 13611842) was placed on (B)(6) 2021 in the patient¿s left arm. On (B)(6) 2021, in the pediatric cardio resuscitation unit at (B)(6), a leak was observed in the ¿connection of the external tubing on the valve side¿. Photos of the device were provided by the customer showing where the leak occurred. The customer reported that the leak caused a return of blood as well as air entry into the vessel. The patient was unable to receive her medication therapies, which included daptomycin, anti-coagulant (unspecified), and double anti-platelet aggregation (unspecified). The customer reported that the patient was exposed to a significant risk of air embolism and bleeding when the catheter was removed due to the patient¿s health condition. The catheter was immediately removed and replaced. Another event regarding this patient is reported under MDR ref#: 1820334-2021-02055. A review of the complaint history, device history record (DHR), instructions for use (IFU), and quality control, as well as a visual inspection of the returned device, was conducted during the investigation. One used device was returned to cook for evaluation. Upon visual inspection, the clear extension tubing was found to be partially separated from the purple hub. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot: (13611842) and the related catheter component lot revealed no recorded non-conformances relevant to the reported failure mode. A database search identified one other event associated with the device lot reported from the same customer for the same failure mode. As there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints have been received from the field, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The device is supplied with IFU t_ctpicc_rev9, which includes the following in relation to the reported failure mode: "intended use: the maximum pressure limit setting for power injectors used with the turbo-ject PICC may not exceed 325 psi and the flow rate may not exceed the maximum flow rate indicated, as shown on the following table. Warnings: the safe and effective use of turbo-ject PICC lines with power injector pressures set above 325 psi has not been established. Do not power inject if maximum injection rate cannot be verified to meet limit printed on catheter hub or extension tube. To safely use turbo-ject PICC lines with a power injector, the technician/health care professional must verify prior to use that the maximum pressure limit is set at or below that which is listed on the catheter. Dynamic and static pressure test results are shown in the following table. Precautions: if lumen flow is impeded, do not force injection or withdrawal of fluids. Notify attending physician immediately catheter maintenance: if catheter is not to be used immediately, its lumen should be maintained by continuous saline or heparinized saline drip or locked with a catheter locking solution. Note: if clc-2000, microclave or other needless adapters approved for saline only lock are used, saline only catheter lock may be used. Catheter heparinization should be determined by institutional protocol and clinical judgement. Heparin concentrations of 10 units/ml to 100 units/ml have been reported adequate to maintain lumen patency. Catheter lock should be reestablished after every use or at least every 24 hours if unused. Before using catheter lumen already locked with heparin, lumen should be flushed twice the indicated lumen volume using normal saline. Lumen should be flushed with normal saline between administration of different infusates. After use, lumen should be again be flushed with twice the indicated lumen volume using normal saline before reestablishing catheter lock. Strict aseptic technique must be adhered to while using and maintaining catheter." Based on the information provided, inspection of the returned device, and the results of the investigation, a definitive root cause for this event was unable to be established. Many children who are active find the tension of the device to be disruptive to their activity and do not stop when tension is felt or the device is caught/pinched, i.e. Hub is caught in a small area and the child continues to pull despite the tension, device is connected to a stationary pump or IV pole, and the patient continues to move. Additionally, as the patient was reported to be 3-years-old at the time of the event, a pediatric patient would require assistance with activities of daily living (adls) and transfer. This would include from the patient¿s crib/bed to an exam/imaging table or for an assessment, feeding, and/or toileting. Inadvertent pressure may have placed on the hub and catheter junction by the caregiver or patient while performing adls or during repositioning or transitioning. The securement of the device is also unknown; if the device extension tubing and hub were secured under a dressing, this could create additional pressure at the junctions of the hub and the extension tubing. This cannot be confirmed without additional information. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Correction: b3 - date of event is (B)(6) 2021 as confirmed by customer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a (B)(6) female patient had a central venous catheter from a turbo-ject single lumen peripherally inserted central venous catheter set placed on (B)(6) 2021 in the patient's left arm. On (B)(6) 2021, a leak in the purple hub was observed in the connection of the external tubing on the valve side. As reported, the leak caused blood return and air bubbles in the catheter. Delay in treatment of daptomycin was also noted. The catheter was clamped, removed, and replaced successfully. No other adverse effects were reported for this incident.